Event description:
It was reported that a cgm error 42 occurred. The customer's blood glucose level remained stable at 114 mg/dl. The customer was guided through a pump reset by technical support, which resolved the issue, allowing them to successfully start their sensor session.